Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer?s report was verified. During evaluation of the device, the patient impedance calibration was found to be out of specification. The patient impedance was recalibrated to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.